Event description:
It was reported that the controller exhibited several losses of power due to incorrect operation by the patient. The patient noticed that both power sources were "lost" and the ventricular assist device (vad) was stopped due to the power loss alarm. They immediately reconnected the power sources and the vad was restarted. When the situation during the power loss was confirmed with the patient, the response was that they were ¿lost in thought.¿ in addition, there have been frequent power loss events in the past, so a laminated document summarizing key points for power management was provided to the patient; during monthly outpatient visits, confirmation and re-education have been conducted, resulting in some improvement in power management; however, it remains an ongoing issue. It was also reported that the patient's ejection fraction (ef) was 28%, and the aortic valve opens every few beats; fortunately, there have been no subjective symptoms when the vad was stopped. The vad also exhibited several low flow alarms. The vad and controller remain in use.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller d4: model#: / catalog#: / expiration date: / serial#: d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d4: model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2023 / serial or lot#: (B)(6). H4: mfg date: 21-oct-2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. A review of device history records was not performed as the reported event and analysis are not related to manufacturing or servicing issue. Log file analysis revealed intermittent decreases in power consumption and estimated flows throughout the analyzed period and two (2) low flow alarms logged on (B)(6) 2025 at 16:22:49 and on (b)(60 2025 at 11:08:57. Log file analysis associated with (B)(6) revealed two (2) controller power-up events with associated pump start events logged on 24/jul/2025 at 15:16:17 and on 09/aug/2025 at 10:51:14, indicating losses of power to the controller. The data point prior to the first loss of power revealed that (B)(6) with 25% relative state of charge (rsoc) was connected to power port one (1) and a power adapter was connected to power port two (2). The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and a power adapter was connected to power port two (2). The data point prior to the second loss of power revealed that (B)(6) with 87% relative state of charge (rsoc) was connected to power port one (1) and no power source was connected to power port two (2). The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and a power adapter was connected to power port two (2). The controller was without power for eleven (11) seconds and fourteen (14) seconds, respectively. No anomalies were recorded leading up to the losses of power. As a result, the reported loss of power event was confirmed. The reported vad stop event could not be confirmed; however, it is likely that the loss of power was perceived as the reported vad stop event. The most likely root cause of the losses of power can be attributed to the reported disconnection of both power sources, as described in the event details. CAPA: pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, worsening heart failure is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: controller d4: (B)(6), h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be reopened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.